Event description:
It was reported that the patients ipg was not providing adequate pain relief due to difficulty with charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.